Event description:
It was reported that during an spinal procedure, a bur broke off in the drill attachment. Backup equipment was readily available, and the procedure was completed as planned. There was no report of pt or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.